Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. There are no strips left in the vial to be returned. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) #: (B)(4).

Event description:
There was a complaint of questionable inr results with coaguchek xs ii meter serial number (B)(4) compared to a laboratory using a stago method. The result from the laboratory at 2:30 p.m. Was 5.2 inr. The result from the meter at 3:30 p.m. Was >8.0 inr. The patients therapeutic range is 2.5-3.5 inr.